Event description:
It was reported that the sheaths were about 3 cm longer than usual. The sheaths did not fit correctly and pulled causing discomfort. The ibc representative received an email on 25-april-2019 and was sent to bd ucc fa on 08-may-2019, the customer stated the box said 33mm on it instead of 29mm.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿shaft too long¿. A potential root cause for this failure could be ¿incorrect form length¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿contraindication do not use on irritated or compromised skin. Precaution ¿ do not use if allergic reaction occurs. ¿ for good hygiene, change sheath daily. ¿ use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply 1 wash penis with mild soap and warm water. Dry thoroughly. 2 trim pubic hair if necessary. 3 remove sheath from plastic insert (styles 2 & 3). 4 place sheath funnel over penile tip. 5 squeeze the funnel to seal sheath to penile tip. 6 gently pull sheath to expose penile shaft. 7 unroll sheath over penis. 8 gently squeeze the sheath to properly seal adhesive to the skin. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. 9 connect to drainage device. Directions: to remove gently roll sheath off the penis. Bard and transfix are trademarks and/or registered trademarks of c. R. Bard, inc. ©2016 c. R. Bard, inc. All rights reserved."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sheaths were about 3 cm longer than usual. The sheaths did not fit correctly and pulled causing discomfort. The ibc representative received an email on 25-april-2019 and was sent to bd ucc fa on 8-may-2019, the customer stated the box said 33mm on it instead of 29mm.